Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. The rse remotely evaluated the device and determined that this model is no longer supported, and spare parts are no longer available due to end of life (eol). The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on 03-feb-2022. Based on the information available and the testing conducted, the cause of the reported problem was not determined. The customer was informed that the device is eol.

Event description:
Philips received a complaint on the mrx device that the device emitted sounds and sparks while delivering therapy to a patient. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.

Event description:
Philips received a complaint on the mrx device that the device emitted sounds and sparks while delivering therapy to a patient. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.

Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. The rse remotely evaluated the device and determined that this model is no longer supported, and spare parts are no longer available due to end of life (eol). The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on (B)(6) 2022. Additional information has been requested. A follow up report will be submitted upon completion of the investigation.